Event description:
Caller tested 6.5 inr and 4.5 inr on the coaguchek xs system. The caller was advised to hold her coumadin dose and take oral vitamin k based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.